Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle three. The patient's ultrafiltration reading was 630ml, indicating the home patient (hp) drained 630ml more than their maximum programmed fill volume of 1000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the issue was confirmed through the review of the logs. However, the cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.